Event description:
It was reported that the tibial and patella component loosened requiring a revision surgery to correct.

Manufacturer narrative:
There was no appreciable cement adhesion on the tibial baseplate and there was burnishing observed on the fixation surface. There was also scratching observed on proximal portion of tibial baseplate. The insert showed pitting and abrasion which indicates the presence of third body particles in the articulating areas. This could have been caused by bony debris or bone cement in the articular space due to the loosening of the implant. The medial side of the anterior lock was fractured. This was likely caused during explantation. The surface roughness of the distal side of the baseplate was checked and was found to be within specification. The journey femoral component showed well fixed bone cement and scratching on the articular surface. The scratching was possibly caused during explantation. The patellar component had well fixed bone cement present on the fixation surface. The fixation stem was fractured. It is not known if this occurred during explantation. The exact cause of lack of cement adhesion and subsequent loosening could not be ascertained from the analysis.